Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The death occurred during a non-baxter clinical study initiated by a physician. It was not reported if the patient was hospitalized prior to death. The cause of death was reported as peritonitis and hypoproteinemia. The cause of the peritonitis event was not reported. Treatment was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Study sponsor: non-baxter. Protocol number: (B)(4). The study start date: (B)(4) 2011. The study completion date: (B)(4) 2013. Study type: observational, investigator initiated. Study investigator:(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.